Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose and was recently hospitalized because of diabetes ketoacidosis. She believes that it is not a pump issue but because of the doctor. The customer does not want to troubleshoot. She stated that she was placed in a behavioral unit because they believed that she would harm herself. The customer is bipolar but she said that was not the cause. She said it was because of her blood glucose. The customer was taken to the ER on (B)(6) 2017 at 10:30 pm with a blood glucose of 484 mg/dl because of diabetes ketoacidosis. She said that she was wearing the pump at the time of the hospitalization but that it was taken off in the hospital. She was treated with IV drip in the hospital overnight. During the call, the customer mentioned that she was feeling weak because of her low blood glucose. She had a blood glucose of 86 mg/dl while on the phone and treated by eating 4 graham crackers. The insulin pump will not be returning for analysis.